Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level on (B)(6) 2025. The blood glucose level of the patient was 1037 mg/dl, and the patient had diabetic ketoacidosis. The patient went to hospital for greater than twenty-four hours. During hospitalization, the patient was given insulin intravenously. Currently, the blood glucose level of the patient was 221 mg/dl. No further information available.